Manufacturer narrative:
The ECG data from the event was returned and evaluated. Evaluation found that the analyzed segments revealed a low voltage, atypical rhythm with r-r intervals showing a rate of 90 bpm. The unusual and complex morphology shown resulted in a high number of calculated peaks, wide complexes and lowering of normalized amplitude. The algorithm determined that these factors more closely aligned with data typically recorded from shockable rhythms. Due to a lack of clear and consistent isoelectric line, a defined and peaked qrs, or a lower number of peaks the rhythm was not recognized as non-shockable. Based on our review of the data we have concluded that the analysis program worked within its limitations and that there was no indication of a malfunction with the device. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device advised a shock for a rhythm clinicians believed was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.